Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.